Event description:
It was reported that during an ancure graft deployment case, the expandable sheath leaked due to torn diaphragm valves. The pt lost approximately 1500 cc of blood and was given a blood transfusion. The graft was successfully implanted. The pt is recovering and doing fine.